Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol ventrale (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery to implant an unspecified bard/davol perfix plug (device #1) and an unspecified bard/davol ventralex (device #2). (B)(6) 2006: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1) and bard/davol ventralex (device #2). As reported, the attorney alleges general allegations against the bard/davol perfix plug (device #1) and bard/davol ventralex (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI), d6b (date of explant), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex mesh (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery to implant an unspecified bard/davol perfix plug (device #1) and an unspecified bard/davol ventralex (device #2). (B)(6) 2006: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1) and bard/davol ventralex (device #2). As reported, the attorney alleges general allegations against the bard/davol perfix plug (device #1) and bard/davol ventralex (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incarcerated umbilical hernia and left groin incisional hernia thereby underwent open repair of incarcerated umbilical hernia with the implant of ventralex mesh (device 1) and left groin incisional hernia with the implant of perfix plug (device 2). Per op notes, "incision was made above the umbilicus, a ventralex mesh (device 1) was placed to the fascial defect using sutures. Attention to the left groin, a perfix plug and patch (device 2) was placed to the floor of the canal using sutures." (B)(6) 2006 - patient was diagnosed with recurrent incisional hernia left groin thereby underwent repair with removal of old mesh (device 2). Per op notes, "incision was made in the left groin, it appeared that the plug (device 2) was protruding through the internal ring. The old mesh plug was bunched up in the groin. Dissected the plug and patch of mesh from the surrounding tissue." (Note: the previously placed ventralex mesh (device 1) was not seen during this procedure).